Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for evaluation as the device remains implanted. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the patient has a well fixed agc da knee in which the tibia requires a replacement of the poly bearing due to an unknown reason. The pmi group was requested by the surgeon for a custom agc da bearing (75mm x 16mm) to exchange the bearing and leave the well fixed components in place. Per request, the revision surgery was scheduled for (B)(6) 2016. No further information has been provided. Attempts to obtain further information were performed, yet no additional information was provided.

Manufacturer narrative:
The follow up report is being submitted for correction. The correction would not change any previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.